Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking, following a storage mode reset. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed the situation by administering a correction injection via mdi without needing third-party assistance. Technical support informed the caller that the shutdown was due to low battery and provided guidance on managing the pump's functions after a reset, including manually restarting cgm sessions and reloading the cartridge. Battery maintenance tips were also shared, and the caller acknowledged the instructions given.